Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The patient's reported that the insulin pump had a motor error alarm. The customer's blood glucose level was 473 mg/dl. The customer's explained that in the middle of giving herself a bolus the insulin pump alarmed motor error. The troubleshooting was performed. The customer was assisted on how to clear the alarm, disconnect from the insulin pump. She was also advised to retrieve their insulin pump setting and returned with the battery and zero out the basal rates. The patient's was advised to discontinued the use of the insulin pump and revert to backup plan. No further information was added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).